Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered end of life (eol) with a monitoring voltage of 2.18 volts and charge time measurements of 30.7 seconds. The device was in storage mode and no therapy is available in storage mode. The patient was not pacer dependent and exhibited no symptoms. It was noted that the device had triggered eri five months prior to eol; however, the patient was lost to follow up. A device change out procedure was performed and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Additional information from the field representative indicated the patient wanted to keep the device after it was explanted; therefore, the device will not be returned.